Event description:
Lodi implants failed to osseointegrate.

Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. The pt is a smoker. Implants were not immediately loaded. The clinician did not provide the following information: amount of torque used on abutment & implant; whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause in unk. The records management database specifies that the implants met the specifications and were approved for product release. Any discrepancies or issues of non-conformance were successfully resolved prior to the release of the parts. Implants were manufactured to specifications. No further action is required.